Event description:
It was reported that the balloon ruptured. The 9% stenosed target lesion was located in the mildly tortuous and highly calcified tibial artery. A 3.50mm/ 1.5cm/ 140cm and a 3.00mm/1.5cm/140cm small peripheral cutting balloon were selected for use. During procedure, it was noted that the balloons ruptured and were removed normally off the wire. A 4 x 100 sterling balloon catheter was used and completed the case. There were no patient complications reported.